Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on an unknown date complaining of experiencing pocket stimulation; insulation break was suspected. On (B)(6) 2021, during routine generator exchange the insulation breach was confirmed on the right ventricular lead. The physician elected to cap and replace it during the procedure. The patient condition was stable before, during, and after the procedure.